Manufacturer narrative:
H7/ h9.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in circuit board, the supply pressure sensor does not work properly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no customer allegation was not replicated on inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the supply pressure sensor does not work properly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported device issue was not noted on inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit shuts down during use. The issue occurred during an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.